Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are:: product ID: 37752, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for chronic low back pain. The patient reported seeing a call your doctor screen on their recharger. The patient also reported that when they got into their vehicle their stim went away. The patient mentioned that they normally feel their stim increase when they get in the car. The patient checked the ins with the patient programmer which showed that the stim was off. They turned the stim back on and the stim came back as expected. No further patient complications have been reported as a result of this event.